Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Requested patient demographics however not provided by the customer.

Event description:
The customer reported that the neutraclear connector leaked when administrating an IV push. The event occurred in the ER. It was later reported that the facility uses alcohol to disinfect the neutraclear connector allowing sufficient dry time, observing issues with the connector only when attaching syringes, there was no curos caps used or over tightening has been observed. There was no patient related harm.